Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located on a moderately tortuous right superficial femoral artery. A 6.0mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured below the rated burst pressure. The procedure was completed with another of the same device. No patient complications reported.